Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation was damaged.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: failed insulation. The probable root cause/s could be normal wear, sterilization methods, and user misuse. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation was damaged.